Event description:
A malfunction alarm occurred with the pump, identified as malf 5, and the fault ID 5-ox2147 was available. The customer¿s blood glucose level was reported at 12.4 mmol/l, which is within the normal range. The customer planned to use multiple daily injections (mdi) as backup therapy, and technical support arranged for a replacement pump to be sent. Instructions were given to the customer on returning the faulty pump using a pre-paid shipping label within 10 days, and the shipping details were confirmed.